Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The battery longevity decreased from 10.5 years to 7.5 years in a 1-year interval and from 7.5 years to 6.5 years in a 3-month interval without any significant change in usage. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.